Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer was unable to install the battery cap. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was instructed to use the belt clip and gently rotate the cap clockwise. Insulin pump will not be returned for analysis.